Event description:
It was reported to boston scientific on 10/23/2007, that a customer had an issue while using a polaris t ablation catheter device. According to the info provided from the hospital. "During ablation procedure, this device perforated somewhere inside the patient body. Target anatomy and patient's condition were unk. But the patient had a complication after the procedure."

Manufacturer narrative:
The following info was provided to boston scientific on november 1, 2007: during the procedure, the physician seated the electrode catheter for diagnoses in the hbe (his bundle electrocardiogram) and rvot (right ventricular outflow tract). He then seated the polaris t ablation catheter in the septal side and started to ablate as 20sec/50watt/ 55 degree celsius successfully. Five mins later, when he moved the catheter a little and started the second ablation, a popping phenomenon was heard after 40 sec. The catheter jumped to the free wall side. The physician confirmed the blood pressure was suddenly deteriorated and he performed urgent cardiac massage and pericardiocentesis. It took about 30 mins because he was unable to properly puncture the heart. The cardiac perforation was confirmed under echo. The patient left the hospital after 2 months treatment and paralysis continues on his hands and feet. Vt/pvc was already disappeared. The physician thought that the ablation procedure was performed successfully. It was confirmed that the catheter did not have a problem during preparation. During the procedure, the physician didn't feel anything was wrong with the catheter. The movement of the catheter under fluoroscopy did not indicate a problem either. At first, the ablation setting was 100 ohm/53 celsius/35 watt, but the maximum data at the time of the popping phenomenon became 180 ohm/68 celsius/52 watt each. There is a possibility that the cerebral disorder was caused during the 30 mins while the physician took time for the pericardiocentesis. The instructions for use states that: "if the physician knows that the tip is in a confined space or in a region of unusually low flow such as under a valve leaflet, a lower initial power set point (10-20 watts) should be used. Otherwise, start the ablation at an intermediate rf power level of 20-25 watts, which facilitates subsequent upward and downward adjustments." The event description indicted that the initial setting for this ablation was 35w, which is outside of this recommended range. Therefore, it is possible that the user may have caused or contributed to the event. A review of the device history record found no issues related to this event. There were no similar complaints reported for this product family.